Event description:
Customer performed a blood glucose test and received a result of 572mg/dl at 8:12am. The customer called the doctor who advised them to go to the hosp. The customer stated they were feeling weak and dizzy and took a cab. At the hosp at 10:30am a lab was done with a result of 60mg/dl. The customer was tested on the customer device and the result was 369mg/dl at 12:40pm. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.